Manufacturer narrative:
E1 full establishment name due to character limit: (B)(4). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water tube and air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to scratch on adhesive around objective lens whereas a definitive cause for the additional reportable malfunction found during investigation could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a white ring visible in the image. The issue occurred during inspection for use. There were no reports of patient involvement.